Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced inaccurate reading through the heart failure sensor. As a result, the sensor was manually recalibrated through manufacturer's website on (B)(6) 2018 where the mean was increased by 16 mmhg. Accurate readings were observed under the manufacturer's patient care network database.